Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 597 mg/dl. Customer stated that they already changed the infusion set and site and there's nothing wrong with it. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with using just bolus from the insulin pump. Customer did not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.